Event description:
Adverse event(s): "delay in surgery" (no code available). Product problem(s): "white precipitate" (foreign material present in device [iol (intraocular lens) implant]); "unapproved ovd used" (use of device issue [iol (intraocular lens) implant]). A nurse reported that during an intraocular lens (iol) implant surgery, the surgeon noted a white precipitate on the edge of the optic, visible under the microscope. The nurse reported that the surgeon removed and replaced the lens; the wound was slightly widened but sutures were not required; and there was a delay in surgery of ten minutes. In a follow-up, the surgeon reported the event resolved without treatment and that the bcva improved from 6/15 (20/50) to 6/9 (B)(6) (20/32). Cultures were taken on the day of surgery and there was no growth. An unapproved viscoelastic was used during the procedure. In the surgeon's opinion, the device did not cause or contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The reporter indicated the use of an unapproved viscoelastic. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. Additional info was requested and received. (B)(4)